Event description:
IT WAS REPORTED PATIENT DEATH OCCURRED. A PATIENT WITH A PREVIOUSLY IMPLANTED WATCHMAN DEVICE (IMPLANTED IN 2020) WAS FOUND TO HAVE A THROMBUS IN THE LEFT ATRIUM AND WAS SCHEDULED FOR A THROMBECTOMY PROCEDURE. DURING THE PROCEDURE, THE PHYSICIAN UTILIZED A WATCHMAN TRUSTEER ACCESS SYSTEM (WAS), A 40 MM WATCHMAN FLX PRO LAA CLOSURE DEVICE AND DELIVERY SYSTEM (WDS), AND A FLOW RUNNER ASPIRATION SYSTEM FOR THROMBUS REMOVAL. THE PHYSICIAN INTENDED TO USE THE WATCHMAN FLX PRO CLOSURE DEVICE OFF LABEL AS A FILTER IN THE AORTIC ARCH. DURING THE COURSE OF THE PROCEDURE, THE THROMBUS WAS DISLODGED AND MIGRATED FROM THE LEFT ATRIUM, WITH THE WATCHMAN FLX PRO CLOSURE DEVICE CAPTURING IT WITHIN THE AORTA WHILE FUNCTIONING OFF LABEL AS A FILTER. THE THROMBUS WAS OBSERVED TO SUDDENLY DISLODGE FROM THE WATCHMAN FLX PRO CLOSURE DEVICE AND WAS NO LONGER VISUALIZED. IMMEDIATELY FOLLOWING THIS, THE PATIENT DEVELOPED ST SEGMENT ELEVATION ALONG WITH A DECLINE IN BLOOD PRESSURE AND HEART RATE. CHEST COMPRESSIONS WERE INITIATED, HOWEVER, DESPITE RESUSCITATIVE EFFORTS, THE PATIENT DIED.

Event description:
It was reported patient death occurred. A patient with a previously implanted WATCHMAN device (implanted in 2020) was found to have a thrombus in the left atrium and was scheduled for a thrombectomy procedure. During the procedure, the physician utilized a WATCHMAN TruSteer Access System (WAS), a 40 mm WATCHMAN FLX Pro LAA Closure Device and Delivery System (WDS), and a Flow Runner Aspiration System for thrombus removal. The physician intended to use the WATCHMAN FLX Pro Closure Device off label as a filter in the aortic arch. During the course of the procedure, the thrombus was dislodged and migrated from the left atrium, with the WATCHMAN FLX Pro Closure Device capturing it within the aorta while functioning off label as a filter. The thrombus was observed to suddenly dislodge from the WATCHMAN FLX Pro Closure Device and was no longer visualized. Immediately following this, the patient developed ST segment elevation along with a decline in blood pressure and heart rate. Chest compressions were initiated, however, despite resuscitative efforts, the patient died.

Manufacturer narrative:
With all the available information, Boston Scientific (BSC) concludes:Device Technical AnalysisThe WATCHMAN FLX? Pro was discarded; therefore, returned device analysis could not be completed.Device History Record ReviewA review was completed of the Device History Records (DHR) for the WATCHMAN FLX? Pro, Part # M635WU60400 Batch # 0037809559. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event.Labeling ReviewThere was evidence to suggest that the device was used in a manner inconsistent with the labeling.INTENDED USE/INDICATIONS FOR USE: WATCHMAN FLX Pro is intended for percutaneous, transcatheter closure of the left atrial appendage. WATCHMAN FLX? Pro Instructions For Use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include user used incorrect product for intended use, hypotension, arrhythmia (ST segment elevation, bradycardia) and death (resuscitation).Risk ReviewA Risk Review was completed and confirmed that the events of off label use, hypotension, arrhythmia (ST segment elevation, bradycardia) and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product.Investigation ConclusionBased on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause Traced to Intentional Off-Label, Unapproved, or Contraindicated Use.